Event description:
At the end of the implantation procedure, the programmer had frozen when both pcmcia card and usb key were connected. The workaround (ctrl+alt+del) was not successful and there was no answer from the programmer. The subject programmer should had been unplugged and restart to restore normal behaviour.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
At the end of the implantation procedure, the programmer had frozen when both (B)(4)card and usb key were connected. The workaround (crlt+al+del) was not successful and there was no answer from the programmer. The subject programmer should had been unplugged and restart to restore normal behaviour.